Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 600 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump had a blank screen. The customer stated changing three infusion sets prior to her hospitalization and took manual injections as well and the blood glucose did not lower. Advised customer that the insulin may have been denatured. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.